Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-24210. It was reported the patient experienced ineffective stimulation. The patient stated she suffered a fall but could not remember when. X-rays revealed both leads have migrated. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.